Event description:
It was reported that the device was in backup vvi while in the box before an implant procedure. It was noted that the device was left overnight in a car and the temperature was 10 degrees fahrenheit. A device code download was performed to restore the device. The device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.